Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber stopped working ater" at 49 minutes and 03 seconds and 471,999 joules of use. The procedure was completed using a second fiber. Patient outcome: "the patient was not injured."

Manufacturer narrative:
Product evaluation: failure analysis for fiber model # 0010-2400, lot #341a, serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char and severe detritus buildup; the glass cap distal end is protruding from the metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.